Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery cap metal piece coming off, a damaged battery cap that cannot be screwed in due to damaged battery compartment threads, and a crack at the top of the insulin pump's battery compartment. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was performed and included confirming the battery cap and compartment damage, advising the customer to disconnect from the insulin pump and revert to their backup plan, providing instructions for pump storage mode, arranging for a replacement device, sending a replacement battery cap (acc-1527). No harm requiring medical intervention was reported. Mmt-1715k was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case and serial number label missing. Cosmetic damage at the battery cap was not confirmed. Unit was received without the original battery cap, therefore, cannot determine if battery cap is damaged. Cosmetic damage at the battery compartment and the battery compartment threads was confirmed along with other damage that was noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.